Event description:
When surgeon was applying the endo clip during surgery, surgeon noted that clip would release from lap instrument but wouldn't clamp down. Dates of use: (B)(6) 2018. The product is not compounded; the product is not over-the-counter.